Manufacturer narrative:
Based on the totality of the case and information provided, there is an indication of a low-level contamination event at the customer site as there was a spike of nc invalids during the time the alleged samples were tested. The most likely root cause of results discrepancy between the cobas sars-cov-2 test (roche) and the competitor sars-cov-2 assay is the difference in assay sensitivity. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united stated alleged the generation of false positive results with cobas 6800/8800 sars-cov-2 test (batch g16455) when compared to negative results generated with the hologic and diasorin platforms. It was indicated that these samples are from healthy individuals with no symptoms or signs of covid-19 that are being screened every day. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. Out of 82 samples alleged, 23 samples were target 1 (sars-cov-2) positive, and target 2 (sarbecovirus) negative result with mean a CT value of 36, 57 samples were target 1 negative and target 2 positive with a mean CT value of 38 and 2 samples were positive for both target 1 and 2. The majority of samples were presumptive positive samples. The target CT values generated for all samples are indicative of samples near or below the limit of detection (lod) of the assay. The ic CT values were consistent and in line with qc release data. The roche controls were also in line with qc release data with no shifts. A review of the field data revealed that there were a spike of negative control (nc) invalids that occurred from (B)(6) 2020. This correlates to the time frame when the 82 samples were tested. Based on the totality of the case and information provided, there is an indication of a low-level contamination event at the customer site as there was a spike of nc invalids during the time the alleged samples were tested. A visit to the (B)(6) site was performed to determine the cause of the discrepancy between the assays. The analytical sensitivities of the roche sars-cov-2 test and a competitor test (primary alternative test in lab) were evaluated side-by-side by using the dilution series of the FDA reference panel, accuplex sars-cov-2 reference material, and a moderately positive patient specimen. Additionally, an analytical specificity study with a series of negative media samples on the cobas sars-cov-2 test was conducted to rule out non-specific positive results. The following conclusions have been made: the cobas sars-cov-2 test is more sensitive than the competitor's sars-cov-2 assay. 10 ¿ 20 fold more sensitive when testing quantified reference materials in clean collection medium and at least 3 fold more sensitive when testing clinical specimens. No non-specific amplification/detection observed there is no indication of a roche product malfunction the most likely root cause of results discrepancy between the cobas sars-cov-2 test (roche) and the competitor sars-cov-2 assay is the difference in assay sensitivity. No harm or injury was indicated. We initially reported MDR report 2243471-2020-00021 to FDA for this customer allegation. After the initial MDR filing, we confirmed that 82 discrepant results were reported. As such, an additional 81 MDR reports are being filed.